Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient recently got the device implanted and the instructions that came with it were in english so she did not know if she should leave it on. It would hurt and felt very hot where it was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.